Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the plunger was removed¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A posterior foot break not returned was found during evaluation of the returned device. The location of the detached foot is unknown. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: three posterior foot breaks and two cuffs not returned were found during evaluation of the returned device. The location of the detached foots and cuffs is unknown. The user was not aware of any separation during the procedure and reported that the separations were most likely due to intentional manipulation of the proglide devices outside the patient anatomy or during packaging for device return. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The six additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that venous closure of a right and left common femoral veins were attempted using seven proglide devices with a 8.5f sheath (right) and 8f sheath (left) after an electrophysiology ablation interventional procedure. The patient was thick and the anatomy was difficult and angled. Reportedly, no suture was present when the plunger of all seven proglide devices were removed. Manual compression was applied at both the right and left common femoral veins to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.